Event description:
This lead shows intermittent capture and low impedances. An attempt to explant was unsuccessful due to occluded vessels. Flouro showed rv lead was not fully in the header, once correctly connected, issues persisted. Lead remains implanted and will be revised at a later date. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.